Manufacturer narrative:
Clinical review: a clinical investigation was performed. The file has been assessed for the necessity of performing a clinical investigation. On (B)(6) 2019, this patient on peritoneal dialysis (pd) contacted customer support and reported experiencing a fill complication during fill 2 of pd treatment with the liberty select cycler. During the call, the patient went from lying down to sitting up which and then the patient reported filling much better. During follow-up with the pd nurse, it was reported the patient was able to complete treatment without any adverse events. It was also reported that subsequently, on (B)(6) 2019, the patient was hospitalized due to peritoneal membrane failure. The patient reportedly will be transitioning to hemodialysis therapy. There were no reported allegations of a liberty select cycler device malfunction or product deficiency associated with the patient¿s hospitalization. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that they were hospitalized due to peritoneal membrane not ultra-filtrating. The patient was discharged from the hospital on (B)(6) 2018 and is currently recovering. The patient is hemodialysis until further notice. Upon follow up, the pdrn stated the patient will be on hemodialysis for 6 to 8 weeks and depending on the clinical characteristics of the patient, it will be decided whether to revert to peritoneal dialysis. The causality of the event was not reported although the patient has a diagnosis for diabetes mellitus and hypertension.